Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a ablation and mapping procedure to treat atypical flutter an unknown boston scientific electrophysiology catheter was selected for use. It was reported that transeptal epicardium effusion from was noted during the procedure. The procedure was cancelled and rescheduled. No additional information was provided.